Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One sample without the original package or lot number was received at the manufacturing site for evaluation. Upon a visual and functional evaluation of the sample, the reported issue could not be confirmed. The product did not leak or present an occlusion during functional testing. A root cause could not be determined as the reported issue was not confirmed. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was a leak from the base of enfit connection port. The device became slightly blocked and flushing was attempted but the fluid leaked around the base of the connector.